Manufacturer narrative:
(B)(4). Evaluation codes were added. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894022, gd894014, and gd894295. With no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experience abdominal pain and cloudy effluent. The patient was admitted to the hospital and diagnosed with peritonitis. The peritonitis was not related to dianeal solution, baxter disposables, or devices. The patient was discharged from the hospital and was recovering.